Event description:
MDR made in error with incorrect grid row update.

Manufacturer narrative:
MDR made in error with incorrect grid line update.

Event description:
It was reported that unspecified bd infusion set damaged. The following information was received by the initial reporter with the following information: "pt IV tubing cracked at lurolock site. Noticed when disconnecting patient from fluid line."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.